Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parents reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 524 mg/dl at the time of incident and the current blood glucose of the customer is 189 mg/dl. The customer experienced symptoms such as nausea. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The customer reported that insulin exited at the quick release. The customer also stated that they were able to passed the self test and high pressure test. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.